Event description:
(B) (4) crm received information that this right atrial lead had dislodged. During the revision procedure, it was found that the insulation and wires were sticking out of the lead. The lead was explanted and a new one was successfully implanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated cuttings in the insulation. In that section, a fraction of the outer coil wiring was found cut through and unwound. Damage symptoms such as those require the presence of mechanical stress. Based on the characteristics of these damages, it is reasonable to assume that these damages occurred during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.